Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance due to a lead fracture in the clavicle area of the patient. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.